Event description:
The customer reported experiencing a cartridge alarm issue, specifically cartridge alarm 20. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer had not previously reported any such issues specifically with the current pump serial number but had encountered cartridge alarms with consecutive cartridges. In response, technical support confirmed the issue and decided to replace the pump.